Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. It was being reported that before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "display hinge faulty". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found one side of the hinge was broken and also found that hinge cover was broken. Fse had also found later that the upper bracket frame was bent and the fse had told that the display test and touchscreen test had been passed. Fse had told that they will provide a quotation for the replaced parts and while user needs to be careful when opening the display. Then the fse had further replaced the hinges , hinge cover and labels and after the replacement the fse had installed the unit which had passed to iaw according to factory specifications. Then the unit was handed to user. There is no involvement of the patient during this incident.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) display hinge is faulty. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.